Manufacturer narrative:
The surgeon indicated that the implant was well fixed. The implant showed signs of macro wear, indicating that it was likely articulating against a non-cartilage surface. The IFU warns that articulating the implant against non-cartilage surfaces can lead to implant damage. From this investigation, it appears that articulation against a non-cartilage surface could have led to macro wear of the implant.

Event description:
Biopoly learned from a sales rep about a revision surgery to remove a biopoly great toe implant.